Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no more hearing sensation. No trauma has been reported, the area over the implant was not swollen. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient no longer has any hearing sensation with the concerned device. The parents did not realize previously that their child was not hearing with the implant, because the patient is implanted bilaterally and the other side is working perfectly. No trauma has been reported, the area over the implant was not swollen. The patient has been re-implanted.